Event description:
Blood noted in the intra-aortic balloon pump drive. Line respiratory therapist attempted (per md) remove catheter per protocol. Met excessive resistance. Did not attempt further. Possible balloon catheter malfunction. Balloon could not be retrieved.